Event description:
The customer reported that the system would not boot up or power up.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep replaced the defective surge processor to restore the system operation. The system was returned to full operational capacity.